Manufacturer narrative:
Insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Insulin pump received intermittent buttons due corroded keypad traces. No display ramping on its own anomaly was noted. Insulin pump received with cracked battery tube threads and minor scratches on lcd window.

Event description:
It was reported that buttons on the insulin pump are not responding. The customer advised that they had high blood glucose levels of 400mg/dl. Customer's blood glucose level at the time 258mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.